Manufacturer narrative:
Eval summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The unit was received at the international service center confirmed the error code 1 and replaced the main pcb board to correct the issue. The unit was cleaned, calibrated and the label/overlay was replaced. After servicing the unit passed all qa functional testing. The device history record has been reviewed via the database. The unit has passed all qa inspections. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that the generator is being returned due to alarm code 1. There is no further info available. No reported pt consequence.